Manufacturer narrative:
The manufacturer is attempting to obtain additional information.

Event description:
It was reported by a customer on (B)(6) 2008 at the conclusion of a turp procedure in which a green light laser system was used there was a sudden light explosion and the top of the fiber exploded; the glass cap and some metal pieces were no longer present. Some glass pieces could be taken with a grasp. Following the event, the pt experienced hematuria and discomfort. In (B)(6) 2008, a turp was performed for polypoid tissue in several places of the bladder which showed inflammation. The current pt status is unknown.